Manufacturer narrative:
Per tandem's user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer performed a supply change and administered a bolus to address the issue, however the issue was not resolved. Customer¿s blood glucose (bg) level was 648 mg/dl. Customer received assistance and was administered a manual injection to address high bg. Reportedly, the customer was using insulin beyond labeling. The customer was educated to change cartridge every 48-72 hours as recommended. The customer reverted to alternate insulin therapy.